Event description:
A (B)(4) distributor contacted zoll customer support to report that a battery charger/modem's display was not functioning.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (display not powering on) was confirmed. Upon investigation the charger/modem would not power up due to corrupt flash memory. Once the flash memory was reprogrammed the battery/charger modem powered up normally. The root cause for the corrupted flash memory could not be positively identified. No adverse event resulted from the corrupted flash memory.